Manufacturer narrative:
Ventec evaluated the device and downloaded its electronic records for analysis. Ventec reviewed the electronic records for the time period that the patient was on the vocsn ((B)(6) 2021-(B)(6) 2021), which indicated normal device operation. There were no alarms that would indicate there was a malfunction of the device. Ventec confirmed the device was operating to specification and observed proper device operation through functional and performance testing.

Event description:
It was reported to ventec that a pediatric patient went into cardiac arrest while on the vocsn device and could not be resuscitated. The patient did not survive the event. There was no allegation of a device malfunction. The reporter, director of respiratory therapy for the facility, requested that ventec evaluate the device as part of their internal investigation into the incident.